Event description:
All three pt's developed slits in lengthwise direction of PICC within 1-5 mm of the sleeve distal to the hub of catheter. As consequence, the PICC developed leaks which required repair.